Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01963. 1. Section h. Box 4. Device manufacture date h3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils, ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance a pod coil beyond the hub of the lantern and encountered resistance. The pod coil was re-sheathed and flushed with saline while the lantern remained in the patient and was flushed with saline. When the pod coil was re-advanced into the lantern, the physician encountered resistance in the same location. Therefore, the pod coil was not used in the procedure. Next, a new pod coil was successfully implanted in the target vessel. At the end of the case, the physician introduced a final ruby coil and noted that it would not pack into the target location without covering up a branching vessel. However, the physician noted there was already a good coil pack in the aneurysm and decided to end the procedure after removing the ruby coil. There was no report of an adverse effect to the patient.